Event description:
Bd smartsite extension set 0.2 micron low protein binding filter (ref #20028e; lot# h37020028e19) would not prime, may have been occluded. This tubing was not hooked up to patient's IV site. New filter obtained from pharmacy, working well.